Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned; however, it was lost before complaints was able to investigate. No pictures were provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head of the screw sheared off during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.